Event description:
The customer states that a sample from one patient generated a value of 495.3 miu/ml (positive) using the architect total bhcg reagent kit. The patient stated that she had no signs of pregnancy. 24 hours later a new sample was drawn yielding a result of <1.2 miu/ml (negative). The first sample was retested producing a result of <1.2 miu/ml. There was no information in the complaint suggesting any adverse impact to the patient, due to this issue.

Manufacturer narrative:
(B)(4). The customer initially recorded a b-hcg concentration of 495.3 miu/ml from a patient sample. A new blood draw was taken from the patient 24 hours later yielding a result of <1.2 miu/ml. The original sample in question was repeated yielding a result of <1.2 miu/ml. The customer indicated that they suspected the positive result as the patient showed no signs of pregnancy. As per the architect total bhcg package insert, concentrations of sera from non-pregnant individuals are reported in the literature are <5 miu/ml. A thorough assessment of the in process testing for the reagent lot concerned (lot 66903jn00) demonstrated that this reagent lot was performing acceptably when released for sale and continues to do so, as demonstrated through its performance in the stability program. Overall the results produced by the customer suggest that the first result obtained was a false positive result. The two subsequent results confirm that the reagent lot concerned can correctly assay the patient sample concerned for total bhcg concentration, resulting in a negative result each time, which agrees with the non-pregnant status of the patient. Additional information was requested from customer services on three occasions, however no response was obtained. The performance of architect total bhcg reagent kit 07k78-20, lot number 66903jn00, was investigated further by completing a review of the manufacturing and testing records. No exception reports were raised during the manufacture or the reagent in question. In addition, review of records indicated this reagent to be performing on target, within statistical control thus demonstration that the lot in question is performing acceptably and per labeling claims. Furthermore, a review of customer complaints did not indicate any adverse trends for related issues. No product deficiency was identified. This complaint relates to a single patient sample with an unknown pathology. In conclusion, the product is meeting its safety, effectiveness and label claims. This is the final report.

Manufacturer narrative:
The basis for this report is that there is a similar product marketed in the united states. This report is being filed on an international product, architect total bhcg reagent kit, that has a similar product distributed in the united states, architect total bhcg reagent kit. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.